Event description:
The article, "prognostic impact of baseline albumin¿bilirubin score on mortality after transcatheter edge-to-edge mitral repair", was reviewed. This research article is a retrospective single-center experience to evaluate whether baseline albumin-bilirubin (albi) score predicts long-term all-cause mortality after transcatheter edge-to-edge repair (teer) and whether it provides incremental prognostic information beyond established clinical and echocardiographic risk markers. The device included in the study was mitraclip. The article concluded that baseline albi score is independently associated with long-term mortality after teer and may provide potential incremental prognostic information. [The primary and corresponding author was (B)(6). This study included patients with symptomatic moderate-to-severe (3+) or severe mitral regurgitation (mr) (4+) who underwent teer using the mitraclip from (B)(6) 2019 to (B)(6) 2025. A total of 106 patients were included in the study, all of which received an abbott device. The average age of the alive group was 69.4 years. The average age of the dead group was 78.1 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, coronary artery disease, atrial fibrillation, hypertension, congestive heart failure, chronic obstructive pulmonary disease, chronic kidney disease, mitral regurgitation, prior myocardial infarction and revascularization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, coronary artery disease, atrial fibrillation, hypertension, congestive heart failure, chronic obstructive pulmonary disease, chronic kidney disease, mitral regurgitation, prior myocardial infarction and revascularization. Complications reported included cardiac tamponade, pericardial effusion, embolism/embolus, unexpected medical intervention (blood transfusion), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: prognostic impact of baseline albumin¿bilirubin score on mortality after transcatheter edge-to-edge mitral repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.